Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose level was unknown. Customer stated that the insulin pump had diminished battery life and unexplained no delivery alarms. The device will not be returned for analysis.